Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump alarmed compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Pump passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test due to the compromised force sensor system alarm. Pump had cracked end cap, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and minor scratched/worn display window.